Manufacturer narrative:
Section h3 updated due to device evaluation. Section h6 evaluation codes updated due to device evaluation. Method code (annex b), additional code added. Component code (annex g), removed g07003 and added g07001. H3: device evaluation summary: it was reported that while in use on a patient, this 980 ventilator had a loss of ventilation. A review of the ventilator logs indicate the ventilator experienced a loss of ventilation after an attempt to enter into backup ventilation (buv). The service personnel (sp) inspected the ventilator, confirmed unit entered loss of ventilation (lov) through logs however after a week of testing, the reported event was not replicated and based on the logged codes, however, after consulting with technical support, sp replaced the pneumatic interface (pi) printed circuit board assembly (pcba) and the direct current (dc)-dc converter pcba as a preventive measure. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. With the available information, the cause of the reported loss of ventilation could not be established. Based upon the information in the logs, a potential cause was due to a transient communications issue between the pi pcba and the breath delivery (bd) central processing unit (cpu). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e initial reporter cannot be provided due to chile privacy regulations. Medtronic personnel reported event to manufacturer on behalf of the customer. H3. The ventilator has been received by medtronic and under evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator had a loss of ventilation. The patient was manually ventilated using an artificial manual breathing unit (ambu) bag. There was no injury to the patient. A review of the ventilator logs indicate the ventilator experienced a loss of ventilation after an attempt to enter into backup ventilation (buv).